Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Based on the information available, the cause that contributed to the reported event cannot be established.

Event description:
It was reported that a broken fiber burnt the debris shield because the fiber was not checked before use. The fiber connector also had a burning smell. The procedure was completed with another fiber. There were no patient complications. This complaint refers to the fiber.

Event description:
It was reported that a broken fiber burnt the debris shield because the fiber was not checked before use. The fiber connector also had a burning smell. The procedure was completed with another fiber. There were no patient complications. This complaint refers to the fiber.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.